Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 563 mg/dl. Patient's other blood glucose value: 223 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with IV injections. The customer declined troubleshooting for high blood glucose values. The device will not be returned for analysis.